Manufacturer narrative:
(B)(4). Concomitant medical products: 010000663, g7 pps ltd acet shell 52e, 6229069. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08567. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [requested but not returned by hospital]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision surgery, the cup was revised since the metal liner was not coming out easily. No more information available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.